Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device green sheath of tip of needle fraying off of sheath. This issue occurred during a therapeutic endobronchial ultrasound. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported as a duplicate report. Please refer to mfg report # 3011050570-2025-00996.